Event description:
It was reported that a transcatheter aortic valve and permanent pacemaker were implanted. Subsequently, 9 days following implant of the permanent pacemaker the patient exhibited a 7 second pause, elevated impedance and threshold. Per the physician, the cause of the elevated impedance, thresholds and pause was unknown; however, the conduction issues were attributed to the transcatheter aortic valve implantation procedure and the patient's poor cardiac condition. Intervention was not performed, and follow-up was arranged.

Manufacturer narrative:
Due to limited information regarding the implant date of the medtronic valve, this event was conservatively reported for serious injury. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter: name, facility, facility contact info h6. Annex e added. Additional codes. Annex f added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve and permanent pacemaker were implanted. Subsequently, 9 days following implant of the permanent pacemaker the patient exhibited a 7 second pause, elevated impedance and threshold. Per the physician, the cause of the elevated impedance, thresholds and pause was unknown; however, the conduction issues were attributed to the transcatheter aortic valve implantation procedure and the patient's poor cardiac condition. Intervention was not performed, and follow-up was arranged. Additional information was received to report the permanent pacemaker was implanted due to complete heart block.